Event description:
It was reported by the customer that during the process the pump did not work because there was no signal. They attempted to use a 2nd intra-aortic balloon (iab), and it also was unsuccessful. The first iab sample will be returned for evaluation. The second iab was discarded by the customer.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.